Event description:
During the first appointment following replacement, the patient's device displayed high impedance. No trauma was reported that could have contributed to the high impedance. The patient's lead was subsequently replaced. Lead impedance following the replacement was within normal limits. The explanting facility historically does not return explanted products so device return is not expected. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator was off. The lead pin was stated to have been fully inserted. The lead impedance values post lead replacement were within normal limits (4900 ohms).

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6) 2018 via physician notification letter.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. A review of the manufacturing records for the generator and lead showed that they passed all functional specifications prior to distribution.

Manufacturer narrative:
(B)(4).